Manufacturer narrative:
B5 and coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient stated that they expected to receive a replacement paddle due to it becoming too warm and when they move the wire going into the antenna port, they lose connection but instead received a controller replacement. Patient stated that the controller is working fine and don't need another controller. Agent reviewed information. Agent sent a request to repair for recharger replacement. Agent closed the case.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed worn donut, this does not impact the functionality of the recharger. Poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they have noticed it is getting harder to charge the implanted neurostimulator for the past month. Patient said last night they tried for an hour and it only charged 10% and they couldn't get it to connect. Patient also said the wires are getting warm and the box between the controller connection and the antenna is getting warm. Patient charged the controller back up to 100% today and the controller is down to 30% and the implant has only gone up 20%. Patient mentioned if they move the wire going into the antenna port they lose connection. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.